Event description:
The facility's biomedical engineer reported an infusion pump with "failure 538:320:675:0000, IV pump not working (pump failure, not loading tubing correctly)". Although an attempt had been made to contact the reporting facility, no additional information was available regarding patient age or status, injury, medical intervention or whether the device was on a patient at the time the condition was reported.